Event description:
It was reported that while implanting the device, it was observed that when valve was attached to mitral annulus, the cloth was observed to be coming apart exposing the silicone. Reportedly, the device remains implanted as the surgeon felt that it was not worth it to explant the device.

Manufacturer narrative:
Device not returned, as it remains implanted.